Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer had just finished undergoing carpal tunnel surgery and is not feeling well to troubleshoot the issue. The customer returned the device for analysis.